Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical service due to high blood glucose on (B)(6), 2022 with blood glucose of above 600 mg/dl. The customer's current blood glucose was 353 mg/dl. The customer did experience any symptoms of high blood glucose such confusion. The customer was treated by manual injection. No further complications were reported. The device will not be returned for analysis.